Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed self-test, and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. However, unit unable to communicate with test guardian link (x) transmitter glucose sensor simulator, problem isolated to electronic assembly.

Event description:
Information received by medtronic indicated customer had been experiencing lost sensor signal alerts that would suddenly lose signal and not connect back to the insulin pump and had loss of communication. Customer stated there was no damage to the connection bridge or pins. No harm requiring medical intervention was reported. The device will not be returned for analysis.